Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During a liver procedure the surgeon reported the aquamantys devices were getting too hot during use. There was no unintended tissue damage or injury to the patient. The product analysis of device #1 functioned as intended and device #2 could not be adequately tested for functionality because the drip chamber spike had been cut off prior to its return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.